Event description:
It was reported that the reservoir of this device migrated. The reservoir was explanted and replaced with a new reservoir in a submuscular location. No patient complications were reported.